Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately five months post procedure, the patient was reassessed for symptoms of vaginal discharge and erosion. The sling was removed without incident. Another procedure has been scheduled. No further details are available regarding the circumstances surrounding this event. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."